Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the provide photo found the inner sterile pouch is damaged from friction contact with the device. Sterility has not been breached. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage. This complaint was confirmed by evaluation of the provided photos. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the packaging was opened and the inner plastic around the implant was destroyed and looked questionable. A second device was used to complete the surgery. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.